Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the infusion sets gets wet during the load process and it fell off. The insulin pump will be returned for analysis.